Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states with the description of "no video image" involving pentax medical colonoscope model ec-3890li, serial number (B)(4). The event was reported to occur in the operating room, before use. There was no report of death, serious injury or other significant/important medical event. The customer owned endoscope was received by pentax medical for evaluation on 16-aug-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician was unable to duplicate the customer complaint and documented the following inspection findings: umbilical cable bump at pve side, passed dry leak test, passed wet leak test, hole in # 1 remote control button cover. The device underwent repairs including the following components: o-rings and seals, pcb for ccd drive pb-free, electrical connector assy. Model ec-3890li, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 26-aug-2021, a device history record(DHR) review for model ec-3890li, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 11-jan-2008 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 11-jan-2008. The endoscope is awaiting repair and approved by final qc as of 03-sep-2021.